Event description:
It was reported that during a low anterior resection procedure, when the surgeon fired the device, the staples were malformed and the tissue could not be sewn completely. Then the surgeon used hand sewing to make the fistula to complete the procedure. The procedure was delayed for about half an hour. Now the patient is fine.

Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual conditions and with a reload returned loose. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.